Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. PMA/510(k)#: k111860, k130470.

Event description:
It has been reported that the bd max¿ system, bd max¿ instrument has been found showing an unusual curve. The following has been provided by the initial reporter: customer reported that they noticed a noisy curve when performing a sars-cov-2 run.

Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "unusual plot/curves" error. Customer reported that they have noisy curve on a side on bd-sars-cov-2 assay. Application team visited and determined that the reader needed to be normalized and gantry needed to be aligned. Instrument had pm performed in february 2022 to include normalization and gantry alignment. Review of device history record for instrument serial number, (B)(6). Is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6). And no additional work order was observed for the complaint failure mode reported. Samples were not returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by application specialist. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.

Event description:
It has been reported that the bd max¿ system, bd max¿ instrument has been found showing an unusual curve. The following has been provided by the initial reporter: customer reported that they noticed a noisy curve when performing a sars-cov-2 run.